Manufacturer narrative:
(B)(4).

Event description:
A 6f angio-seal vip device was used to close the puncture of the right femoral artery. Resistance was felt when introducing the angio-seal dilator and sheath into the artery. The angio-seal device was deployed and hemostasis was achieved. A half hour after the procedure, the patient experienced hypovolemic shock. An ultrasound was performed and retroperitoneal bleeding was observed. The patient underwent surgical repair and the device was removed. During the surgical procedure, the collagen was not seated against the vessel. The patient is in stable condition.

Manufacturer narrative:
Additional information: the results of the investigation concluded that the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. A length of suture exited the sheath distal tip; the suture distal end strands were consistent with cutting. The overall device condition was consistent with deployment. There were no visual anomalies to the sheath distal tip. The tamper tube, collagen, anchor, and locator were not returned for analysis. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.